Manufacturer narrative:
UDI - (B)(4). The cusa excel tubing set was returned for evaluation: DHR - no anomaly was reported during its manufacturing, packaging, and inspection processes that could be related to the ¿leakage¿ condition of device. The fg lot met all in-process inspections and testing requirements as specified in the shop order and related procedures. Failure analysis - the complaint information states that ¿crack of the tubing at the level of the roller causing sterile serum leakage¿. Since they speak of sterile serum, the tube was tested for leakage condition by introducing water through the irrigation tube a syringe. A leakage was observed in the irrigation tube (with blue strip). Also, some scuff marks were observed in this area of the tube where the leak was observed. The damage observed in this section of the irrigation tube is consistent with the defect caused when the tube is incorrectly assembled into the pump latch and it is pinched under compression. The reported condition of ¿leak¿ was confirmed. Based on the unit evaluation, the root cause of the reported condition is related to an improper assembly of the tube into the console machine. The complaint investigation rules out any relationship of the reported condition with the product manufacturing processes at integra.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported at the onset of an unspecified patient procedure, it was observed that there was a crack of the cusa tubing at the level of the roller causing sterile serum leakage. The serum in contact with the outside was no longer sterile (contaminated), and the tubing had to be changed. There was no harm to the patient.